Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5119890); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. F1 user facility: n/a f2 uf/importer report number: mw5152411 f3 user facility name/address: unknown f4 contact person: unknown f5 phone number: unknown f6 date user facility became aware of event: unknown f7 type of report: initial f8 date of this report: 04/08/2024 f9 approximate age of device: unknown f10 event problem codes: n/a f11 report sent to FDA: yes, 07-feb-2024 f12 location where event occurred: unknown f13 report sent to manufacturer: yes f14 manufacturer name and address MFR. Name: medtronic, plc addl: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing due to the oversensed noise on the right ventricular (rv) lead. The lead also had high out of range impedance. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.